Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated. The device was put through extensive testing including full functional testing and pacer stress testing without duplicating the report. A review of the device logs indicate there were lead fault states indicative of a connection issue between the ECG cable and the patient. There was also a pads on/off condition which indicates that the connection between the pads and the patient was not coupled properly. The device was recertified and returned to the customer. The ECG cable, multifunction cable, electrode pads, and monitoring electrodes used at the time of the report were not returned as part of this investigation. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.